Event description:
It was reported that a skin infection had developed after device implant; the pt was informed of the diagnosis at follow-up, two weeks after surgery. There had initially been adequate stimulation therapy control, the pt was unable to use stimulation therapy three weeks after placement. The pt indicated that pain symptoms had subsequently increased from the infection, which had progressed to the vertebrae located at "g+7." The causative organism was mrsa. The device was explanted and the pt was hospitalized for one week, prior to discharge to home. It was unk if the system was removed; device tracking does not indicate product removal. The pt outcome showed recovery was ongoing; two areas of tissue damage (two large holes), remained in the pt's back. The pt was unable to return to work. Add'l info has been requested from the physician.

Manufacturer narrative:
.